Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 69-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left anterior descending (lad) artery. While the patient was in the intensive care unit (ICU), there was minimal urine output, dark amber urine, and labs hemolyzing. Repeat echocardiogram pending. Previous position 3.0cm past aortic valve. The impella was repositioned which did not resolve the issue. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-8 at 3.6l/min with d5w sodium bicarbonate in the purge solution. Hemolysis can be attributed to the patient's underlying cardiogenic shock and/or the use of a mechanical circulatory support device.

Manufacturer narrative:
The device is not available as it is still in use . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.